Event description:
The lay user/patient contacted lifescan (lfs) alleging the one touch meter was giving inaccurately high readings. The medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas reviewed the record telephone call. In 2006, at 11:00 pm the patient obtained the blood glucose reading of 88 mg/dl on the reported meter. At that time, the patient was experiencing the symptoms of shaking, heart racing, crying, anxiety, and she felt she was having a panic attack. The patient administered self care by drinking orange juice. The patient's husband took her to the emergency room. Within 10 minutes, the patient's blood glucose level, was tested on the emergency room meter, was 33 mg/dl. The patient was treated intravenously with glucose. Upon discharge, the patient's blood glucose level was 228 mg/dl. She was not admitted to the hospital. The patient was unable to determine the cause of her hypoglycemic episode. Earlier on the day of the event, the patient obtained blood glucose readings in the 100's mg/dl. The patient had taken her normal meals and medications. The patient takes 54 units novolin n insulin and 20 units novolin r insulin in the mornings, the novolin n and novolin r insulins on a sliding scale in the afternoon, and 46 units lantus insulin at bedtime. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined the incorrect calibration code number was programmed into the meter, and the patient was incorrectly cleaning the puncture site, prior to performing the finger stick, both of which can cause inaccurate readings. No quality control testing was performed during the call, as the patient did not have control solution. The meter, test strips and control solution were replaced. Shortly after obtaining an 88mg/dl result on the reported meter, the patient's blood glucose level was tested to be 33 mg/dl and she received emergency medical attention and treatment with glucose. Although the meter was not programmed for the correct calibration code number for the test strips in use, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.